Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 months. Through follow-up with the health-care provider, it was learned that the "pt. Developed recurrent mr...," and therefore, the device was explanted and replaced with an edwards bioprosthetic valve. According to the surgeon, the reason for explanting the device was not due to a device malfunction; "not a device problem." No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was received. According to the report, the patient was status post mitral valve and tricuspid valve repair approximately four months ago. Postoperatively, the patient developed recurrent insufficiency. It was recommended that the patient be considered for possible surgery. She was therefor set up for elective surgery. While examining the mitral valve, the leaflets actually appeared to coapt nicely. It appeared most likely that the leaflets because of ventricles so dilated the muscles were pulling the leaflets out of the appropriate plane. The ring and the anterior leaflet of the valve were excised. The patient's mitral valve was replaced with an edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.